Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2019 reporting that a manufacturer representative saw the patient and programming went well. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 377860 serial# (B)(4) implanted: (B)(6) 2007 product type lead. Product ID 377745 lot# v009990 implanted: (B)(6) 2007 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377745, lot# v009990, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 377860, serial/lot #: (B)(4), ubd: 01/31/2011; product ID: 377745, serial/lot #: (B)(4), ubd: 07/17/2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s battery had been depleted for over a year. The patient had to wait for approval from the insurance company to have the battery replaced. The physician wanted the manufacturer representative to test the system to make sure that it worked before putting a new battery in, and if the system was not working properly, the battery was not going to be replaced. When the patient last used the battery, the stimulation was working fine. Upon hooking a wireless external neurostimulator to the system, the manufacturer representative found two contacts out on each lead. With electrode 1 as the reference, electrodes 0, 1, 10, and 14 were all showing impedances with values of greater than 40,000 ohms. There were no external factors noted which may have contributed to the issue. They then tested intraoperatively to make sure that the patient was still getting stimulation in her area of greatest pain. After it was determined that the patient was still going to get effective therapy, they implanted the new battery. The connections were all checked and then double checked, and they made sure that there was no fluid on the contacts. Multiple tests were performed. The issue was not resolved at the time of the report. The patient received a battery replacement with the leads that are currently implanted that each have two contacts out of range. The patient¿s post-operation reprogramming is scheduled for (B)(6) 2019. No surgical intervention was performed or planned. There were no patient symptoms or complications reported.